Manufacturer narrative:
The analysis of the returned product concluded that the damage could have been caused by a non co-axial movement with the drill bit while the power tool was on. This is the most probable root cause but analysis could not confirm this hypothesis. The event described in the complaint is confirmed. D4 UDI# : ((B)(4)).

Event description:
On (B)(6) 2019 there was an incident where the drill bit broke in the instrument adaptor.

Event description:
On (B)(6) 2019 there was an incident where the drill bit broke in the instrument adaptor.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
On (B)(6) 2019 the drill bit broke inside the instrument adaptor.